Manufacturer narrative:
This file was originally submitted on 06/25/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient reported service error code. All troubleshooting attempts failed. Troubleshooting unsuccessful. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. The returned therapy cable failed inspection for excessive wire damage. The reported service error code can occur when the self test detects an issue with the anterior defib output circuitry which can be caused by damage therapy cable. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence and was appropriately detected by the system's power on self-test. Will continue to trend for future occurrences.